Manufacturer narrative:
H6 - updated no product was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that even if the route is set, it is not recognized. There was unknown patient involvement and unknown patient harm/adverse event reported.